Event description:
It was reported by radiology tech that marker was being used during a breast biopsy procedure. It was reported that md felt resistance during deployment. During removal of device, md felt resistance, and upon removal, noted that applicator tip appeared to have sheared off. Md noted fragment in biopsy device and presumed it to be applicator tip. Product and recovered fragment were returned, and physical examination revealed that applicator tip had been pulled off. Six of the 7 pellets were contained in the applicator. The returned fragment was the 7th pellet.